Event description:
Complainant alleged that during functional testing, the device stopped ventilating. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation results: the customer's report was duplicated and attributed to foreign substance inside the flow manifold and the flow screen. The manifold assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure - 1001" error message and the device stopped ventilating. Complainant did not indicate that there was any patient involvement in the reported malfunction.